Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: micra. Model #: mc1avr1-delsys / expiration date: 14-jul-2020 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation? No. Mfg date: 25-jan-2021. Labeled for single use? Yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the patient experienced pericardial effusion. Approximately ninety minutes after the implant procedure, the patient died.